Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient doctor reported a diagnosis of cancer and reports she is currently sick and is getting worse. There is no allegation of serious or permanent harm or injury caused by device. Medical intervention was not specified the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.